Manufacturer narrative:
The catalog number identified in section has not been cleared in the u.s. But, it is similar to the 10 french navarre universal drainage catheters with nitinol products that are cleared in the us. The 510 k number and pro code for the 10 french navarre universal drainage catheters with nitinol products are identified. For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Break was identified for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model nnu10lpt drainage catheter allegedly experience fracture and break. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.